Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of non-sustained oversensing due to myopotentials on the right ventricular channel. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that there were additional episodes of non-sustained right ventricular oversensing on the right ventricular (rv) lead. The patient was admitted to another hospital and a rv lead explant procedure is anticipated.